Event description:
A report was received that the patient experienced a local infection of the ipg pocket. The physician performed a pocket revision and prescribed antibiotics. The patient is reportedly doing well after the revision and treatment.

Manufacturer narrative:
Patient's weight not available. Device remained in patient. A review of the sterilization records found them to be satisfactory. This is a final report.